Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as a sensor failure after warmup. The probable cause was determined to be low counts aberration. In addition, signal loss greater than one hour was found within the investigation window. The probable cause of signal loss could not be determined. The reported event of an unknown sensor issue is reportable based on the finding of a signal loss greater than one hour. No injury or medical intervention was reported.